Event description:
Senior pharmacy specialist found a black floating particle in the tubing of a 0.2 micron filter at smilow np8 pharmacy yesterday while a tech was mixing a dose. We have identified that it was not a contaminant from compounding (coring particle as we would normally think). It's primed with just a diluent without any drug so it can be returned to the manufacturer. Manufacturer response for IV tubing, IV tubing clearlink system non-dehp extension set 0.2 micron downstream filter (per site reporter). Yes and sent pictures.